Event description:
It was reported that during sterile processing, it was observed that the motor device had a hole in the hose. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was a hole in the hose, the housing and swivel were loose, the device was leaking oil and had low rotations per minute( rpms). It was determined that the hole in the hose was from allowing the cord to come in contact with a sharp object. It was determined that the housing and swivel were loose due to loctite deterioration. It was determined that the device was leaking oil due to the loose housing and swivel. It as determined that the device had low rpms due to the hole in the hose and the loose housing and swivel, which allowed air to leak out and not maintain the correct pounds per square inch(psi). It was determined that the device showed signs of damaged caused by the sterilization process/immersion during cleaning which is failure to follow the directions for use. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.